Manufacturer narrative:
Citation: abu khadija h, et al. Comparative analysis of the kinetic behavior of systemic inflammatory markers in patients with depressed versus preserved left ventricular function undergoing transcatheter aortic valve implantation. J clin med. 2021 sep 15;10(18):4148. Doi: 10.3390/jcm10184148. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an investigation of peri-procedural inflammatory responses after transcatheter aortic valve implantation (tavi). All data was retrospectively collected from a single center between january 2010 and march 2020. The study population included 156 patients (predominantly male, median age 81 years). Patients were implanted with either an edwards (sapien, sapien xt, s3) or medtronic (corevalve, evolut r, evolut pro) valve. The authors did not disclose how many patients received a corevalve, evolut r, or evolut pro. No unique device identifier numbers were provided. Among all 156 patients, 8 deaths occurred within 30 days of tavi. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 156 patients, adverse events included: stroke, myocardial infarction, bleeding, major vascular complications, and unspecified arrhythmia. Although a direct correlation was not made, medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.